Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue replaced the fiber optic assembly and retested the unit. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number: (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service performed by a field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) had a fiber optic module failure. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a preventative maintenance (pm) service performed by a field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) had a fiber optic module failure. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a preventative maintenance (pm) service performed by a field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) had a fiber optic module failure. There was no patient involvement, and no adverse event reported.